Event description:
It was reported that the patient presented prior to generator changeout procedure. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.